Event description:
The user facility reported a 27-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support for 45 days. While on support, the patient had access site bleeding. Heparin was withheld and one unit of red blood cells was provided to the patient. Additionally, the patient became fenamic. The impella was expected to be the source due to the length of time it was supporting the patient. The impella was removed as a source control. Upon explanting, a large clot was noted in the inflow as well as the outflow.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of access site bleeding, thrombus, and infection has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Code 4755 was reported incorrectly on manufacturer device report 1220648-2024-13136.